Event description:
Pt reported that their one touch basic enhanced meter would not power on. New batteries were installed, but the power issue still persisted. Issue was not resolved with troubleshooting. There was no medical intervention or treatment given. No further clinical info was provided.